Event description:
During evaluation of rigid video laparoscope, it was observed having low light transmission, the distal fibers broken and dents on the outer tube and distal edge. There was no patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results from the investigation, the cause of the reported malfunctions is likely due the device becoming worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.